Event description:
It was reported that a user experienced signal loss between the ilet and a dexcom g7 continuous glucose monitor (cgm) sensor after a sensor replacement, with connectivity loss limited to the ilet. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability on the ilet. User support included troubleshooting and education, including confirming dexcom g7 configuration on the ilet and advising a wait period for reconnection. Investigation of this case revealed a cgm communication interruption without evidence of device malfunction or hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or transient connectivity disruption.